Event description:
Caller reported experiencing a cartridge alarm 20, which indicated an alert on the device. Customer's blood glucose level was high, though a specific value was unknown. To address this, the customer administered a correction bolus using the pump. Tandem technical support decided to replace the pump, ensuring the customer received a new device with updated software. Customer will continue to use current pump for insulin delivery.